Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a shock and vibratory alert. Low hvli and pli was noted with a display alert for circuit damage. X-ray revealed lead dislodgement. The lead and ICD were explanted and replaced due to persistent impedance issues. At close inspection of the lead, burn marks was noted below the svc coil. No adverse consequence to the patient was reported.

Manufacturer narrative:
Analysis noted signs of melting on the rv and svc shock coils, which may indicate that when the lead dislodged and was coiled in the heart the two shock coils shorted to each other during high voltage therapy.

Manufacturer narrative:
No medwatch form was received.